Event description:
Spo2 [saturation of peripheral oxygen] probe was applied to patient and connected to adapter cable and connected to the machine. Machine unable to provide spo2 reading. Adapter cable replaced and able to obtain spo2 reading. This caused a delay in patient care, no know harm to the patient at this time.